Event description:
It was reported to philips that fluoroscopy failed on the allura device. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray tube and the hivo unit, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when this happened. The procedure was aborted, and it completed by moving the patient to another room. A philips service engineer inspected the system onsite and confirmed that that fluoroscopy fails. After reviewing the log file fse confirmed that the point calibration is failed. Fse replaced the high voltage transformer. After replacement of high voltage transformer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.